Event description:
The pt is pursuing a product liability claim arising out of the use of a durom us acetabular component 54/48 n. It was reported by the pt's counsel that the pt received an implant on (B)(6) 2008 on his right hip and was scheduled for a revision surgery on (B)(6) 2012 due to unknown symptoms.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).